Event description:
The manufacturer received information alleging a ventilator was leaking behind the filter. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step related to the flow sensor. The device's oxygen blender module needs replaced to address the issue.